Event description:
A surgical coordinator reported a pt whose intraocular lens (iol) had dislocated approximately one month after implant surgery. In a follow-up, the surgical coordinator reported that the iol was repositioned and the pt is doing well. The reason for dislocation is not known. The surgical coordinator also stated that there is "nothing wrong with the lens".

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 10/14/2009 and 10/20/2009 by phone, fax, and mail a completed questionnaire has not been received. No further info is expected. This report was mailed to FDA on: 11/12/2009.